Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 533 mg/dl. Customer declined troubleshooting for high blood glucose. Customer mentioned she got in a car accident. Customer's blood glucose was unknown. Customer mentioned she might have low blood glucose. Customer hit a car at the red light. Customer was taken to the emergency room. Customer was wearing the device at time of hospitalization and the car accident. Customer declined troubleshooting. Customer will not be returning the device for analysis.